Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead (located at l5) was pulled out of place during a surgical procedure reported under MFR report number: 1627487-2018-07157. As a result, the doctor decided to explant and replace the lead. Surgical intervention addressed the issue.